Event description:
It was reported implant did not fit properly, and the surgery was delayed for about 2 hours as the doctor was trying to get the implant to fit. On further review of post operative pictures of the implant, it was determined the doctor did not place the implant in the correct position, and this is why it did not fit as expected.

Manufacturer narrative:
A second implant was made and reviewed and it was determined the implant was not placed in the correct position by the doctor. Review of device history records show that lot released with no recorded anomaly or deviation. No further complications have been reported. The user facility is foreign; therefore, a facility medwatch report will not be available. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.